Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable and x-ray tube were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported a kv on in error message. This error causes the system to shut down, resulting in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.